Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal conductor of the lead became ex trinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, and the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the lead exhibited high impedance, and was removed and replaced with a different lead. No patient complications have been reported as a result of this event.